Manufacturer narrative:
(B)(4). Date sent: 11/21/2025. D4 batch#: unknown. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Service requested by customer. Unit failed electrical safety.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2026. Investigation summary: per service manual operational and diagnostic analysis confirmed the reported failed electrical safety. The power entry module, enclosure bottom deco assembly, and footswitch receptacle were replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.